Event description:
It was reported that inflatable penile prosthesis (ipp) was not inflating as intended due to a bulge in the cylinder. The ipp was replaced, and there were no patient complications reported.